Event description:
Yankauer broke in patient's mouth.

Manufacturer narrative:
According to the facility when anesthesia was waking up the patient, they noticed bleeding coming from the patient's mouth. Per the facility a few seconds later the provider noticed more blood coming out of the patient's nose. Upon inspection of the yankauer by provider it was noted the tip of the yankauer was broken off. The provider took out bite block from patient's mouth and performed additional suction and the tip of the yankauer came out of patient's mouth. No additional information is available at this time. The sample was requested for evaluation and the broken device was confirmed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.